Manufacturer narrative:
(B)(4). The complaint rt235 circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt235 infant breathing circuit had a leak. This was found during the ventilator leak test, before patient use.

Manufacturer narrative:
(B)(4) method: the returned complaint rt235 breathing circuit was visually inspected and pressure tested for the reported leak. Results: the pressure test revealed that the rt235 circuit was within specification and was not leaking. A lot check revealed no other complaints for lot 130305. Conclusion: we were unable to determine what caused the leak reported by the customer as our testing confirmed that there was no defect with the subject breathing circuit. The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).

Event description:
A hospital in (B)(6) reported that an rt235 infant breathing circuit had a leak. This was found during the ventilator leak test, before patient use.